Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) had the customer to recover the failed drawer, but an error message indicated an obstruction had appeared. The fse attempted to open the drawer using the hardware testing application, but it failed to open. Upon opening the back panel and pressing the manual release button, no obstructions was found on the sensors or the drawer. However, the fse noticed a flashing red light on the l-board and decided to replace it with a new one, but the issue persisted. Further investigation revealed that the open/close sensor on full height cubie drawer 5 was misaligned. The fse corrected the misalignment, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.